Event description:
It was reported that the lead had high threshold and under fluoroscopy it could be seen that it had pulled back in the atrium. The lead was considered good but it was decided to remove it and replace it. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed; outer insulation breached depression was found. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor and on the proximal conductor, the distal conductor was found fractured due to overstress, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism.